Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation. The system error (se) 2240 was identified during a review of a returned homechoice (hc) device with occurrence on 09/24/10; there was no report for this alarm called in by the customer. There is no evidence that problems with the hc contributed to se 2240. A root cause was not determined. The lot number is unknown therefore, a batch review was not performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). This event was found during hc device evaluation and was not reported by the customer; therefore a lot number and sample will not be requested. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A baxter service technician found a system error 2240 during the review of the event logs of the homechoice (hc) machine.